Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed but the exact cause remains unknown. One dilator and peel apart sheath from a 5 fr microez microintroducer were returned for evaluation. The tabs and the sheath had not been peeled. Blood residue was visible within the grey sheath and dilator. Microscopic observation of the sheath tip revealed it to be bunched inwards. Multiple points of inward indentions were visible and were likely caused by advancement against resistance. The product instructions for use (IFU) states, ¿advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision.¿ since the sheath tip was observed to be damaged, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reew2861 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the sheath was found to be damaged. It had been checked that the sheath was not damaged before to use the device. There was no reported patient injury. (B)(6) 2021 - the sheath of the returned sample was bubbled and split.